Manufacturer narrative:
The impella device was not received from the customer. No product was returned. Data logs showed that recurrent "suction" alarms (including low pulsatility alarms) triggered soon after the initiation of support. The motor current had reduced pulsatility throughout, and pump flow never exceeded an average of 2 l/min. Notably, the placement signal waveform trended downwards throughout support. After reviewing the clinical information, it was determined that the cause of the low pump flow was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Although the impella was placed without issue, optimal flows could not be achieved. The device was repositioned multiple times with no success. During repositioning, the pump was pulled back across the valve, leading to the decision to start over. Upon inspection, the pump was found to be twisted and the pigtail bent, prompting the decision to open a new pump. Ultimately, the device was explanted and replaced with a new impella cp device.

Manufacturer narrative:
The cause of the positioning issue was not determined since product was not returned. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures 1220648-2024-21585. H10 the results of positioning issues was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21585. H6 type of investigation 4112 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21585. H6 investigation conclusions 50 was erroneously entered on the initial manufacturer device report number 1220648-2024-21585. H6 investigation findings 114 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-21585.